Event description:
It was reported to philips that the system was intermittently unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user finished the procedure by trying to expose again. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently couldn¿t produce x-rays. Upon functional testing, the fse checked the error logs and found 'tube current out of range' error. To resolve the reported issue, the fse executed the tube conditioning and tube adaptation. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.